Manufacturer narrative:
(B)(4). Medical devices: proglide suture (x1), terumo soft guide wire 300cm, terumo 6fr introducer sheath, heparin. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, when the plunger of the second proglide device was removed, no suture was present. The sutures of another proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 10f and the tavi procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.